Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratches on lcd window, scratches on reservoir tube window and stained end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 137 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer also reported a crack on the case of the insulin pump along the battery compartment. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.